Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, blood leakage was found from the side of the shaft when the catheter was inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.